Event description:
Customer reported the attachment heated up during use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device returned for service. The root cause is undetermined. No additional information at this time.